Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the chest, which is an off-label usage of the device, on (B)(6) 2024. On the same day, it was reported that the patient's cgm reading was low; however, the patient could no longer recall if there was vibration during the event. The event occurred the day the sensor had been inserted in the chest. According to the report, the patient passed out. A bystander noticed that she was getting a low reading on the display device. The egv was not documented. The bg was not checked. The bystander called an ambulance. When emts arrived, they checked the patient's glucose and the bg was 50 mg/dl while the egv was 41 mg/dl according to the bystander. The patient was reportedly unsure if the receiver alerted or not at the onset of symptoms. She reported she usually sets the notifications to vibrate while volunteering but could not confirm if she felt the vibration notification prior to syncope. However, she reportedly confirmed that the bystander mentioned that her receiver was beeping when she passed out already. She was given a lemonade in the ambulance. When she arrived at the hospital, patient was given IV fluid by the nurse. At an unspecified moment during treatment, the bg was 106 mg/dl while the egv was 50 mg/dl (please see related inaccuracy complaint). The patient was discharged at 1830 and was advised to undergo home cardiac monitoring for further evaluation. The patient was also advised to have a follow up check a week later for more tests. At the time of the report the same day, the patient was okay. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. The product performed within specification and the complaint allegation falls within expected performance. No additional patient or event information is available.